Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis. The cause of peritonitis was unknown. On an unknown date, the patient was hospitalized and began antibiotic treatment with vancomycin injection (1gm, intraperitoneal, once every four days, discontinued on an unknown date) and amikacin injection (125mg, intraperitoneal, once daily, discontinued on an unknown date) for peritonitis. At the time of this report, the patient was discharged from the hospital and recovered from the peritonitis event. Pd therapy was ongoing. No additional information is available.